Event description:
It was reported the device was used during an open heart procedure. It was reported the hp052 would not work properly. The case was completed with another handpiece. There was no consequence to the pt.